Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded an atrial fibrillation (af) episode with noise present. The device data was sent to rhythmcare for review. Rhythmcare discuss the noise was non-physiological indicating the electrode integrity could be compromised. The physician suspected an electrode fracture, but elected to explant and replace the entire s-ICD system to resolve the event. No additional adverse patient effects were reported. The explanted system is expected to be returned for analysis.